Event description:
The patient expired. The patient had bony metastatic breast cancer with probable brain metastases. She was being cared for by hospice when she passed away. She was last seen in the clinic in 2008. The cause of death was unrelated to the implanted system. The pump was used to deliver clonidine, hydromorphone, and bupivacaine.